Event description:
It is reported that the patient underwent a manipulation and articular surface exchange due to limited range of motion.

Manufacturer narrative:
This report will be amended when our investigation is complete.